Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover is torn at ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button responds intermittently. Evaluation revealed that there was contamination found under all button contacts. The battery compartment is cracked from threads to seal case. The display is dim/fading/reddish. The battery cap is damaged/stripped. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim, fading, reddish, there was contamination under all buttons, and the batter compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2014.